Event description:
The nurse was starting an IV on the patient. The nurse pushed the button on the angiocath to retract the needle, but not all of the needle retracted. The nurse was stuck by the exposed part of the needle.